Event description:
Rxsight became aware of a bilaterally implanted patient who posted anonymously on social media alleging that their light adjustable lens+ (lal+) was explanted from one eye due to blurry vision and visual disturbance. Due to the patient's anonymity and limited information available, rxsight is unable to determine if this complaint has been previously reported in a medical device report.

Manufacturer narrative:
Manufacturer reference #: (B)(4).